Event description:
It was reported to philips that intermittently the frontal and lateral generator did not start up. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that intermittently frontal and lateral generator did not start up. Fse identified that system was not booting up. Actual cause of the issue was the main power distribution control unit board. Issue got resolved by replacing mpd control unit board. After replacement system was returned to use in good working condition. The codes were updated based on the investigation outcome.